Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that customer received a no delivery alarm and has not worn sensor for 30 days. Customer is no longer on the line. No further information provided.